Event description:
Dental handpiece burned the patient's lower lip. The lip was anesthetized at the time and the patient could not feel. This handpiece is different in that it uses ceramic bearing instead of metal ones and I have never experienced this event in my forty years of practice. This was very unusual and has not been heard of. I called the dental supply who sold me the hand piece and also the manufacturer. Sent letters to both of them with a picture of the patient's lower lip. Called my insurance carrier and they advised me to fill out this form. I was at the dental meeting last week and a sales rep was there so, I told him about it and he thought it was "impossible" but later said if a different type of turbine rather than OEM, this might have caused it to heat up. I want to warn other dentist so this does not happen to them.